Event description:
Additional information was received from the patient. Patient reported they were very happy with the therapeutic effect of their first two devices but this one is not helping quite as much. Patient is incontinent, which she considers normal for someone her age, and she is getting up too much at night. Patient indicated they wonder if the device settings just need to be adjusted because they do not have a good understanding of how to use the programmer

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient said that they had whole new system implanted on tuesday and reports they are still sore. It was reported on (B)(6) 2020 the device is not controlling the patient's bladder, patient was not wet yesterday morning but this morning was soaked. Patient said she was feeling stim more towards her bowel. During the call patient services reviewed how to change programs. Patient ended on program 5 and was able to feel stim in the correct location. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.